Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge included in our pack was found to be cracked. The crack was noticed while loading the lens, and as a result, the lens became mangled when attempting to advance it into the patient¿s capsular bag. Additional information was requested.